Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the tim20 instrument clips are difficult to fire. You have to push many times the handle to fire the clips. There was no consequence to the patient.